Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). Patient reported they have to recharge their implant battery multiple times a week and now the implant battery was not lasting anymore. Patient mentioned they talked with their managing physician (hcp) about this. When asked for the event date, patient stated the issue began a year ago. When asked for the event date, patient stated that it had to be a year ago. Patient mentioned that they have an appointment with their hcp next month. Agent reviewed role of manufacturer representative (rep) . The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.